Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm x 3.00mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a 6f guide catheter and a 014 guidewire crossed the lesion, pre-dilatation was performed. A 3.00 x 24 synergy drug-eluting stent was advanced; however, upon stent deployment, the strut of the stent came off. The device was removed and the procedure was completed with a different device followed by post-dilatation. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
(A2) age at time of event: 18 years or older. Device evaluated by MFR.: synergy ous mr 3.00mm x 24mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. The proximal stent struts were lifted from the crimped stent position. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found multiple hypotube kinks. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination (visual and via scope) of the tip found no issues. No other issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 24mm x 3.00mm, concentric and de novo target lesion was located in the mildly tortuous and moderately calcified left anterior descending artery. After a 6f guide catheter and a 014 guidewire crossed the lesion, pre-dilatation was performed. A 3.00 x 24 synergy drug-eluting stent was advanced; however, upon stent deployment, the strut of the stent came off. The device was removed and the procedure was completed with a different device followed by post-dilatation. No patient complications were reported and the patient status was stable.